Manufacturer narrative:
The device has been returned and evaluated by product analysis on 9/21/2016 with the following findings: during visual inspection of the pump, it was observed that there was moisture damage under the display lens. During testing, the pump powered up with a cs 006 call service alarm which is defined as an eeprom write failure (electrically erasable programmable read-only memory). The pump was opened and there was moisture damage found to the eeprom circuit, the display flex and the cgm board. The cs 006 alarm was due to internal moisture damage on the eeprom. Unrelated to the initial complaint, it was observed that the battery compartment was cracked and the u-groove was also cracked. A leak test was performed and failed due the crack in the u-groove. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter alleged moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.